Event description:
The customer reported intermittent vertical lift problems and a precharge voltage error on boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the vertical lift power supply and batteries. System operates as intended. (B)(4).